Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited episodes of competitive atrial pacing, inappropriate automated mode switch, and functional under-sensing. It was suspected that the device exhibited loss of capture or episodes of fusion as a result. It was also noted that the right ventricular (rv) lead exhibited low pacing impedance and high capture threshold. Crosstalk over-sensing episodes were also noted, it was unknown whether the crosstalk was on the rv lead or on the pacemaker. No intervention was performed. The patient was in stable condition.